Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled inside the dn, causing the pulse wires in the distribution node (dn) to short. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt for an unrelated issue, and upon evaluation electrode belt sn (B)(4) failed incoming functionality testing.